Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "while using the capture cutting guide, the surgeon placed the guide on the pt and while starting to saw the cuts, a metal piece came off of the guide. The metal piece was retrieved."